Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. These reported events were found during a publication review where the patient information is anonymous and specific device information for this patient is not provided.

Event description:
Published in the annals of vascular surgery is , new conception of relining in evas' era: a monocentric case series study, by saitta et al (italy) .it was reported in case # 2 that a zenith stent graft (non- endologix device), a afx stent graft and afx, vela stent graft extension was implanted in 2016 (exact date unknown) to treat an abdominal aortic aneurysm (aaa). Approximately 10 month post implant, the article reports that the patient presented with back pain. A computerized tomography (CT) scan identified a aaa rupture associated with a type iiia endoleak at the level of the afx and its proximal extension junction. An immediate urgent procedure was attempted with a zenith alpha (non- endologix device) however, the patient went into hemorrhagic shock in the first post-operative hours. A second CT showed a persistent endoleak. After stabilization, a reline using the nellix sealing system (190mm) was completed. The final angiogram showed the aneurysm excluded. The reported events were found during a publication review where the patient information is anonymous and specific device information for this patient is not provided.